Manufacturer narrative:
H3: this fogarty thru-lumen embolectomy catheter was received for a full evaluation. The report of "balloon burst" was confirmed. The balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this fogarty thru-lumen embolectomy catheter, the balloon burst. As per product evaluation findings, the balloon was found to be ruptured and the edges of latex did not match at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.